Event description:
Ous MDR - on (B)(6) 2012, the pt received r-5 shocks when shopping. The pt came into hospital; and the physician could only find a message noting the device was in safe mode. Device showed a battery status of mol2 with 9%. The system was explanted and replaced.

Manufacturer narrative:
Ous MDR.